Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited the sensing of noise. The ICD was reprogrammed. It was further reported that the rv lead exhibited high thresholds as well as noise due to oversensing. The lead was capped and replaced. The ICD remains in use. The patient was reported to have experienced anxiety. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).